Event description:
Patient revised for dislocation, found cup in a vertical position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.